Manufacturer narrative:
Additional manufacturer narrative: reported event. An event regarding fracture involving a tibial component of a mets total femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were received. Clinician review: a review of the provided x-rays by clinical consultant confirmed the fracture. Product history review: not performed as no catalogue and/or batch numbers were provided. Complaint history review: not performed as no catalogue and/or batch numbers were provided. Conclusions: an event regarding fracture involving a tibial component of a mets total femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as retrieval analysis and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
As reported: "...the tibial component is broken and need revision..." Product manager believes the in situ implants to be a standard mets, tibial hinge component. X-rays were provided.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
As reported: "...the tibial component is broken and need revision..." Product manager believes the in situ implants to be a standard mets, tibial hinge component. X-rays were provided.